Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was returned severed. The high-capture-threshold allegation was not confirmed - based on normal lead resistance measurements and inspection that showed no conductor issues.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. The lead was then replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. The lead was then replaced. No additional adverse patient effects were reported.